Manufacturer narrative:
A data review was performed and there were no abnormalities that would have caused this adverse event.

Event description:
Patient developed a burn (pinpoint hole in left axilla).